Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
The water cap on the system water container cracked causing water to leak into the instrument. The customer dried up the water. The leak was not a slip hazard and no operators were harmed. No erroneous results were generated and no patients were affected. The field service representative determined the crack in the water reservoir cap caused the fluidic failure and he replaced the cap. The customer ran quality controls to verify analyzer operation.

Event description:
It was reported that during a gastric bypass procedure, the trocars were leaking with and without instruments being used. There was an excess loss of pneumo lost and the flow rates were set high. The same trocars were used to complete the procedure. The camera was being used in the trocar port and an endocutter, energy and another instrument were also used. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.